Event description:
Customer reported that he is having trouble with the prime process. Customer was hospitalized due to high blood glucose. Customer stated that he had pneumonia and diabetes ketoacidosis. The blood glucose reading was 470 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.